Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "my original set was silicone and that leaked. I have had 6th sets and every saline has leaked". This record is for right side. Device status is unknown.